Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While the patient was being moved to the operating room for ECMO removal, the impella cp was pulled into the aorta. The doctor checked and found that the catheter had been pulled all the way into the aorta, all the way to the pigtail, making reinsertion impossible. This was caused by the catheter not being properly secured because the fixation ring had not been securely fastened after position adjustment. As the ECMO was still in place, there were no problems with the patient's condition. After confirming that the patient's condition was stable, the ECMO and impella cp were removed simultaneously.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned. Device in wrong position: the cause of the positioning issue was determined to be a use error as the pump was pulled out of position into aorta while the patient was being moved to the operating room and the catheter had not been properly secured. Device history lot: device lot: 1988035. Device history batch: subcomponent lot: n/a. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.